Event description:
On (B)(6) 2012, the lay user/patient's pharmacist contacted lifescan from (B)(6) alleging a test strip holder/port issue with the one touch verio pro meter. The patient's pharmacist did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion: the patient's pharmacist claimed the meter had a test strip holder/port issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient's pharmacist did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.